Manufacturer narrative:
The unique device identifier for this product is (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a discpac self-righting luer slip tip cap was ¿contaminated.¿ this was observed after the packaging was opened before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection identified a dark spot on the tip cover. Microscopic examination revealed that the spot appeared to be embedded in the tip cover and was larger than 0.6 square millimeters. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.